Event description:
The user facility reported the device started to heat up during a procedure. Overheating may cause or contribute to thermal damage incurred by the user and/or patient. There was no medical intervention, and no adverse consequences reported.

Event description:
The user facility reported the device started to heat up during a procedure. Overheating may cause or contribute to thermal damage incurred by the user and/or patient. There was no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results